Manufacturer narrative:
(B)(6). Investigation: no samples were received from customer for analysis. Historical analysis of the manufacturing lot: the claimed lot was manufactured during the period (B)(6) 2017. The inspections carried out on the assembly and wrapping machines were verified and no records of this defect or anything that could clearly indicate the cause of the defect claimed in the history of the lot were evidenced. Please be advised that the current controls to detect the defect are performed by visual inspection every two in (B)(4) pieces. Qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. The batch history analysis (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. No photos / samples were available for evaluation. Can not detect cause for defect. The production processes are validated according to the defined acceptance criteria. In this way confirmation of the claim can not be confirmed. The defect reported from this claim will be monitored for trend evaluation.

Event description:
It was reported that foreign matter described as ¿dirt¿ was seen in the inner part of a bd precisionglide¿ needle before use. There was no report of injury or medical interventions.